Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during set up, the gastrointestinal videoscope auxiliary water port was wet on the scope connector after it was removed from the storage cabinet. There were no reports of patient involvement.